Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to site to test the equipment. Representative reported that a surgeon lcd cable was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by the manufacturer for evaluation. The returned cable was found to be in good condition with no physical damage. The cable passed a continuity test with no opens or shorts detected. Np fault found.

Event description:
Medtronic received information that, during functional endoscopic sinus surgery (fess), the surgeon monitor of the the navigation system would intermittently display an image. Manipulating the cable resolved the issue and the image would reappear. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.